Manufacturer narrative:
Manufacturer ref# (B)(4). Section e1. Initial reporter phone: (B)(6). The examination under magnification of the returned embotrap device showed evidence of deformation to the proximal end of the stent portion of the device. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample prowler microcatheter. The returned embotrap device was able to be fully inserted into the sample prowler microcatheter and delivered to the distal tip. Slight resistance was observed during this assessment, due to the deformation of the proximal part of the stent. It was reported in the complaint event description that during the procedure, the device was found to be faulty. The returned device shows evidence of deformation. Therefore, the complaint event can be confirmed. In attempt to recreate the reported event with sample devices, it was confirmed that advancing a deployed embotrap device against an obstruction and simultaneously torquing the device can cause the outer cage components to become deformed. The IFU states ¿do not torque or rotate the device¿ and ¿do not advance the device after it has been deployed or partially deployed from the microcatheter¿. Based on the complaint details, it cannot be confirmed that the device was used in this way. Therefore, the root cause for this complaint could not be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a mechanical thrombectomy, an embotrap ii 5x33 revascularization device (et007533, 25c081av) was found faulty during the procedure. There was a 15-minute procedural delay. Another non j&j product was used. No patient injury was reported. No additional information is available.